Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right ovary/ displaced essure coil/ displaced essure coil at the level of the pelvic brim encased in fatty like tissue/migration of essure device location of device: right ovary') and device breakage ('device breakage') in a 38-year-old female patient who had essure (batch no. 625979) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1, cesarean section (2005), ovarian cyst, breast enlargement (2008), gallbladder removal and liposuction. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included cholecystectomy, breast prosthesis implantation, flatulence, constipation chronic, bloating, dysmenorrhea, insomnia, loss of libido, metrorrhagia, vaginal dryness, uterine bleeding and endometriosis. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), hydrocodone bitartrate;paracetamol (vicodin) and ibuprofen (motrin). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pain"), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and abdominal pain lower ("right side lower abdomen"). The patient was treated with surgery (robotic assisted laparoscopy with excision of displaced essure coil and bilateral tubal fulguration). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device breakage, vaginal haemorrhage, menorrhagia, dyspareunia, allergy to metals and vaginal discharge outcome was unknown and the pelvic pain, abdominal pain and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device breakage, device dislocation, dyspareunia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2008, (B)(6) 2008 approximately four to six remaining in the uterine cavity. Procedure(s) robotic assisted hysterectomy, oophorectomy, myomectomy, resection of endometriosis diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: impression: bilateral tubal occlusion. There is one essure device overlying the right iliac crest likely in an intraperitoneal location.. Pathology test - on (B)(6) 2013: pathologic diagnosis: part a - endometrial curettings: fragments of secretory endometrium with fragments of benign endocervical tissue. Part b - endocervical curettings: fragments of benign endocervical tissue and epithelium with one fragment suggestive of endocervical polyp. Part c- essure coil. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic; pain, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right ovary/ displaced essure coil/ displaced essure coil at the level of the pelvic brim encased in fatty like tissue/migration of essure device location of device: right ovary'), device breakage ('device breakage') and genital haemorrhage ('general abnormal bleeding') in a 38-year-old female patient who had essure (batch no. 625979) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1, cesarean section (2005), ovarian cyst, breast enlargement (2008), gallbladder removal and liposuction. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included cholecystectomy, breast prosthesis implantation, flatulence, constipation chronic, bloating, dysmenorrhea, insomnia, loss of libido, metrorrhagia, vaginal dryness, uterine bleeding and endometriosis. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), hydrocodone bitartrate;paracetamol (vicodin) and ibuprofen (motrin). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pain"), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), abdominal pain lower ("right side lower abdomen") and adnexa uteri pain ("right ovary pain"). The patient was treated with surgery (robotic assisted laparoscopy with excision of displaced essure coil and bilateral tubal fulguration). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, allergy to metals and vaginal discharge outcome was unknown and the pelvic pain, abdominal pain, abdominal pain lower and adnexa uteri pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, device breakage, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2008, (B)(6) 2008 approximately four to six remaining in the uterine cavity. Procedure(s) robotic assisted hysterectomy, oophorectomy, myomectomy, resection of endometriosis plaintiffs received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), general abnormal bleeding, menorrhagia, nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: impression: bilateral tubal occlusion. There is one essure device overlying the right iliac crest likely in an intraperitoneal location.. Pathology test - on (B)(6) 2013: pathologic diagnosis: part a - endometrial curettings: fragments of secretory endometrium with fragments of benign endocervical tissue. Part b - endocervical curettings: fragments of benign endocervical tissue and epithelium with one fragment suggestive of endocervical polyp. Part c- essure coil. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic; pain, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: plaintiff fact sheet was received- new event right ovary pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right ovary/ displaced essure coil/ displaced essure coil at the level of the pelvic brim encased in fatty like tissue/migration of essure device location of device: right ovary') and device breakage ('device breakage') in a (B)(6) year old female patient who had essure (batch no. 625979) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1, cesarean section (2005), ovarian cyst, breast enlargement (2008), gallbladder removal and liposuction. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included cholecystectomy, breast prosthesis implantation, flatulence, constipation chronic, bloating, dysmenorrhea, insomnia, loss of libido, metrorrhagia, vaginal dryness, uterine bleeding and endometriosis. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), hydrocodone bitartrate;paracetamol (vicodin) and ibuprofen (motrin). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pain"), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and abdominal pain lower ("right side lower abdomen"). The patient was treated with surgery (robotic assisted laparoscopy with excision of displaced essure coil and bilateral tubal fulguration). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device breakage, vaginal haemorrhage, menorrhagia, dyspareunia, allergy to metals and vaginal discharge outcome was unknown and the pelvic pain, abdominal pain and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device breakage, device dislocation, dyspareunia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2008, (B)(6) 2008. Approximately four to six remaining in the uterine cavity. Procedure(s), robotic assisted hysterectomy, oophorectomy, myomectomy, resection of endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: impression: bilateral tubal occlusion. There is one essure. Device overlying the right iliac crest likely in an intraperitoneal location. Pathology test on (B)(6) 2013: pathologic diagnosis: part a endometrial curettings: fragments of secretory endometrium with fragments of benign endocervical tissue. Part b endocervical curettings: fragments of benign endocervical tissue and epithelium with one fragment suggestive of endocervical polyp. Part c essure coil. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic; pain, vaginal discharge. Most recent follow-up information incorporated above includes: on 26-jul-2019: pfs and medical record received: lot no added. Event injury was replaced with pelvic pain. New events - "abnormal bleeding (vaginal, menorrhagia), device breakage, dyspareunia (painful sexual intercourse), malposition of essure device location of device: right ovary, migration of essure device location of device: right ovary, nickel allergy, pain, surgery (other) type of surgery: removal of the coil from ovary, vaginal discharge, abdominal pain lower" were added. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs were added. Case is now incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right ovary/ displaced essure coil/ displaced essure coil at the level of the pelvic brim encased in fatty like tissue/migration of essure device location of device: right ovary'), device breakage ('device breakage') and genital haemorrhage ('general abnormal bleeding') in a 38-year-old female patient who had essure (batch no. 625979) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1, cesarean section (2005), ovarian cyst, breast enlargement (2008), gallbladder removal and liposuction. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included cholecystectomy, breast prosthesis implantation, flatulence, constipation chronic, bloating, dysmenorrhea, insomnia, loss of libido, metrorrhagia, vaginal dryness, uterine bleeding and endometriosis. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), hydrocodone bitartrate;paracetamol (vicodin) and ibuprofen (motrin). On (B)(6)2008, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain ("pain"), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and abdominal pain lower ("right side lower abdomen"). The patient was treated with surgery (robotic assisted laparoscopy with excision of displaced essure coil and bilateral tubal fulguration). Essure was removed on (B)(6)2013. At the time of the report, the device dislocation, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, allergy to metals and vaginal discharge outcome was unknown and the pelvic pain, abdominal pain and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device breakage, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6)2008, (B)(6)2008 approximately four to six remaining in the uterine cavity. Procedure(s) robotic assisted hysterectomy, oophorectomy, myomectomy, resection of endometriosis plaintiffs received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), general abnormal bleeding, menorrhagia, nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: impression: bilateral tubal occlusion. There is one essure device overlying the right iliac crest likely in an intraperitoneal location.. Pathology test - on (B)(6)2013: pathologic diagnosis: part a - endometrial curettings: fragments of secretory endometrium with fragments of benign endocervical tissue. Part b - endocervical curettings: fragments of benign endocervical tissue and epithelium with one fragment suggestive of endocervical polyp. Part c- essure coil. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic; pain, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet was received. Events added from pfs- general abnormal bleeding. Reporter information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.